Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during their automated peritoneal dialysis therapy. Reportedly, the home pt had disconnected the transfer set from the pt line of the homechoice set during a dwell phase, and did not return in time for the following drain cycle. Home pt returned, and reconnected to the setup, and moments later, received the alarm. Baxter's technical service center assisted the home pt in ending therapy early. Therapy was discontinued at this point. Per the home pt, no pt injury or medical intervention was associated with this incident.